Manufacturer narrative:
The lot number for the reported malfunction was provided, therefore a lot history review was performed. The device was not returned for evaluation; however medical records were provided and reviewed. Therefore, the investigation is confirmed for filter perforation and is inconclusive for filter migration. Based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
A review of the reported information indicated that model dl900j vena cava filter allegedly experienced perforation and migration. The information was received from one source. This malfunction involved one patient with no patient consequences. The female patient is (B)(6) years old. Weight of the patient was not provided.